Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to unknown reasons.

Manufacturer narrative:
Update rec¿d (B)(4) 2013¿ pfs and medical records received. Part/lot was provided. The doi was provided. Revision operative notes indicated "adverse local tissue reaction to metal on metal bearing." The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update rec¿d 10/30/2013¿ pfs and medical records received. Part/lot was provided. The doi was provided. Revision operative notes indicated "adverse local tissue reaction to metal on metal bearing." There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 3106158 a search of the complaint database search finds one additional reported incident against lot code 3102332 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.